Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, brown particles, and an opening. Leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening consist with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on the anterior side due to surgical damage, and a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.